Event description:
It was reported that lead impedance was greater than 9999 ohms and a lead fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event.